Manufacturer narrative:
Section d4, h4: additional information manufacturer¿s investigation conclusion analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19 inches of the distal portion of the patient's driveline (dl) was replaced on (B)(6)2020. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The center later reported that the patient did not have further alarms after the repair and was discharged home on an ungrounded patient cable. The patient was sent home to continue the current medical regimen. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14sep2015. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline repair was performed on (B)(6) 2020. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was discharged home on a non-grounded patient cable to continue current medical regimen. The patient is destination therapy (dt) due to morbid obesity.

Manufacturer narrative:
Section h3: a portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for low speed advisories and pump stoppages and was suspicious for short to shield. The patient presented with pump stoppages on (B)(6) 2020. Log file submitted revealed 8 pump stops and 6 low speed advisories/hazards on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. X-rays submitted were unremarkable. An urgent dl repair is requested however, abbott engineers explained that they cannot come to ny due to requirement of 14-day mandatory quarantine and 2 engineers must be present for repair. The patient was sent home with ungrounded cable and pbu. The patient¿s name is placed on waiting list for perc lead repair once the quarantine situation is lifted. No further information was provided.